Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer booted up to an error. The programmer was rebooted and the error came back. The issue was resolved when the programmer was allowed to sit for an extended period. The programmer remains in use. There was no patient involvement.